Event description:
The following information was provided on a device tracking registration form: stent came loose from balloon and was snared and removed. Although no patient injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur.